Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a whipple procedure, the firing sounded weak during the first three fires, although the device did fire normally. During the fourth fire, the surgeon pressed the silver toggle to return the knife; however, the knife stopped in the middle. The knife restarted to return back as helped to open the jaws with a tool and the jaws were released normally. Upon the anastomosis, the knife stopped at the 10mm scale mark. The jaws were released from the tissue and a new reload was used to complete the case with no issues.

Manufacturer narrative:
(B)(4). Devices: idrvultra1, egiaadapt have been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one powered handle and one adapter standard opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation of the products and an evaluation of the returned devices. The adapter was disassembled and extensive damage was seen on the lockout slider block. The adapter was then reassembled. No functional abnormalities were noted for the handle or adapter. Visual testing of the returned products confirmed the products did not meet quality release specifications that were tested due to the damaged lock out slider block. The reported condition was not confirmed. A secondary condition was noted. Replication of the damage seen on the lockout slider block is consistent with a user attempting to fire a sulu when one is not fully attached. Based on the product analysis, the failure was/was not confirmed to be attributed to the reported event. The file will be closed as not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.